Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The 90% stenosed, 28x2.75 mm target lesion containing a significant lesion bend of <=45 degrees was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 3.00x28 mm promus element drug-eluting stent was selected to treat the target lesion. During the preparation outside the patient, the doctor found that the stent got dislodged and was not retained inside the patient. The physician changed another of the same device to treat the lesion. Following stent implantation, a 15x3.0 mm quantum maverick balloon catheter was selected and advanced to post dilate the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with no stent on the balloon. The stent was not returned for evaluation. Crimp evidence was present on the balloon. Contrast media was present throughout the device. The balloon was not tightly folded and showed evidence of positive pressure being applied. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The 90% stenosed, 28x2.75 mm target lesion containing a significant lesion bend of <=45 degrees was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 3.00x28 mm promus element drug-eluting stent was selected to treat the target lesion. During the preparation outside the patient, the doctor found that the stent got dislodged and was not retained inside the patient. The physician changed another of the same device to treat the lesion. Following stent implantation, a 15x3.0 mm quantum maverick balloon catheter was selected and advanced to post dilate the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.